Manufacturer narrative:
Additional information was received that there was no evidence of stimulation causing the patient's increased heart rate.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had been experiencing increased heart rate. The physician believed that the symptom was stimulation related.

Event description:
A report was received that the patient had been experiencing increased heart rate. The physician believed that the symptom was stimulation related.